Event description:
Overnight contact lens user; developed a fungal eye infection; use renu contact lens solution. Severe pain, discharge, blurry vision. Contacted a doctor who prescribed anti fungal medication. According to my eye doctor there is still some residual issues with my eye.